Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 4/12/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed there was no lubricant material residue. The pushrod was exposed out of the cartridge tip. The iol was received out of the device without damages. Loose particles were observed on the lens surface that could be related to handling of the product in a non-sterile environment. The reported issues were not verified. Based on the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 15.0 diopter monofocal lens was partially delivered as the lens got stuck in the cartridge. No additional information was provided.